Manufacturer narrative:
The lead was not returned for analysis. This report is therefore based on the analysis of the pacemaker as well as the inspection of the quality documents associated with the manufacture of the lead and the pacemaker. The manufacturing processes for these devices was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed, revealing capture losses since january 15th, 2023. The battery was fully charged. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The device was explanted due to poor pacing after inserting the lead. No adverse patient events were reported. Should additional information be received, this file will be update.